Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # (B)(4).

Event description:
Philips received a complaint from the customer reporting that the v60 ventilator shut down after displaying an alarm code patient circuit occlude. The device was in clinical use, when the issue occurred. Clarification was requested from the customer regarding the patient harm and it was reported that there was no patient harm. The key market reported that the device was not serviced by philips and the device was repaired by a third party. It was reported that the sensor was replaced; however, the key market was unable to provide the part number for the sensor that was replaced. The device was returned to service.